Event description:
It was reported the patient experienced a loss of therapeutic effect on his left foot. The patient stated he can normally feel stim in both feet but this am he no longer felt stim in the left foot. The patient was redirected to contact his physician.